Event description:
A customer reported the uom setting of their freestyle meter changed from mmoi/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec. Did observe battery icon and booklet icon while strip was inserted. Uom was selectable and was received at mg/dl. 1301, 300 and 0806 errors were observed in the error log indicating battery droop. Meter is operable. Customers and retailes have been informed through the fa 16 may 2006 letter.